Manufacturer narrative:
Analysis found that electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms. The actual measurements (next to the insulative coating) at the proximal end of the silver electrode contacts were as low as; red 32 ohms, red [w/white band] 54 ohms, blue 31 ohms, and blue [w/white band] 44 ohms. Approximately 3/8¿ or less from the proximal end of the contacts the resistance readings became erratic or an open circuit which is out of specification. There were no shorts between circuits. When viewed under magnification with intense backlighting, voids and micro-cracks on the sides were detected in the electrode contacts and proceeded underneath the protective insulative coating which indicates that it is not likely that misuse or mishandling caused this condition. The voids in themselves are not likely to have compromised the circuits however it is an anomaly that may indicate a deficiency in the coating. The manufacturing instructions require a visual inspection for this issue however the voids are not likely to have been detected without backlighting and the size of the voids did not exceed the maximum 0.8mm2. Per the manufacturing instructions, a continuity test is performed prior to final packaging therefore, the integrity of the electrode circuits is likely to have been in tact at the time of manufacturing. The information most likely indicates an early failure whereas the integrity of the circuit was compromised due to an issue with the conductive ink coating. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that during a thyroidectomy procedure, there was no response obtained. Various adjustments were performed, but no improvement was observed eventually. There was no delay with procedure as a result of this event. The procedure was completed with the reported device. There was no patient impact or injury. On follow-up, it was reported that there was no error code message that alerted the user of the issue, however, the possibility of tube deviation and paralysis was considered when there was no reaction obtained from the tube.